Event description:
It was reported that approximately 51 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, swelling, discomfort, weakness and instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Additional information: b4, g, h6 type of investigation, h6 investigation findings, h6 investigation conclusion correction: h6 problem code, h6 clinical code, h6 component code

Event description:
As reported, the patient had an initial right tka on (B)(6) 2019. The patient was revised on (B)(6) 2024. The tibial insert was exchanged due to the recall and a size 3 17mm tibial liner was implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: pending investigation. D10: 6280076 - 02-012-60-1425 - tru stem ext 14mm x 25mm. 6256320 - 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 6207552 - 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t 6161385 - 200-02-32 - three peg patella 32mm. 6274241 204-70-00 - tibial stem ext. Screw. 7025019197 a10012 - gps implant kit v2. H7: z-0023-2022.

Manufacturer narrative:
H6: type of investigation, investigation findings, investigation conclusions. The reason for the revision reported may have been the result of presumed prosthesis wear, instability and due to inclusion of the polyethylene in the packaging recall. There does not appear to be evidence of prosthesis wear on the tibial insert; however, this cannot be confirmed as the device was not returned for evaluation.